Event description:
I was crossing the start attempting to use the wheel chair ramp. Upon attempting to stop my wheel chair while using my smart drive my device continued to move me forward which caused me to fall out of my wheel chair near the street. I called for assistance from my son as soon as I could but unfortunately he was unable to lift me by himself luckily a homeless man seen the accident and assisted my son with getting me back in my wheel chair. Since this incident I have been suffering from numbness in the arms and swelling in my left knee as well as multiple migraines.